Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; therefore visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined with the information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the poly bottom trial part broke with the doctor was trialing the poly during the case. When it broke he took the poly and all the parts out and it was verified as complete on the back table. A new one was opened to continue with the case.